Event description:
The rotator broke during angiography. Pressure limit - 750 psi, flow: 10 ml/sec. No harm or injury was reported. The customer reported three defective devices but has not provided any additional info. It is not known if all three devices are the same part number or lot number. No additional clinical info has been provided. The customer will not be returning any devices for eval. Only this single report will be filed for this event.

Manufacturer narrative:
Device evaluation: the devices will not be returned for eval. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Device history record was reviewed. Complaint data base was reviewed. Conclusions: a follow-up report will be submitted when the device eval has been completed.